Manufacturer narrative:
(B)(4). A picture of the scb was provided by the customer for analysis. Visual inspection found no defects. The incident battery charger (cbc) used to charge the battery was returned for evaluation. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Functional testing was performed on the returned charger with test battery packs. Four test battery packs were placed into the four bays of the charger and were left to charge for required duration. The results were satisfactory. In addition, fully charged batteries were placed in all four bays and all the lights turned green. Finally, faulty batteries were placed in all four bays and all the lights turned red. Without the battery, a detailed investigation could not be performed. No trend has been identified for this failure mode. A device history review has been completed for both the scb and the battery charger (cbc). No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The distributor reported that the battery caught fire while charging. No person (patient or operator) was involved.